Event description:
The site reported that a light adjustable lens (lal sn (B)(6) +18.5d) was explanted due to a refractive surprise after implantation and one light treatment visit. The lal was explanted and replaced with another lal of a different power (sn (B)(6), +26.0d). Rxsight's date of first awareness was 08/31/2023.

Manufacturer narrative:
The site reported that the patient had a previous superficial keratectomy (sk) with a different clinic and doctor that left too much irregularity on his cornea. After the initial light adjustable lens implant (lal sn (B)(6), +18.5d), there was a large refractive surprise. The treating physician realized that the patient needed to have a topography-guided lasik to try and fix the irregularity prior to any light treatment being performed. After the lasik was completed, the patient needed a photorefractive keratectomy (prk) to correct for the irregularity centrally on the cornea. At this point, a light treatment was completed for the eye. The patient ended up with a manifest refraction of +4.50 +1.50 x 123. The treating physician determined that the refraction was too high to be adjusted and opted to explant the lal and replace it with another lal of a different power (sn (B)(6), +26.0d). The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).